Manufacturer narrative:
Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported guide break was confirmed; however, difficulty advancing and entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. The returned device observations/ damages indicate that aggressive manipulation likely contributed to the resistance during positioning of the device, due to the patient¿s movement during the procedure, resulting in the guide break. The observed partially deployed foot likely contributed to the entrapment/difficulty to remove the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported guide break was confirmed; however, difficulty advancing could not be replicated in a testing environment as it was based on operational circumstances. The device observations/ damages indicate that aggressive manipulation due to the patient¿s movement during the procedure likely contributed to the resistance during positioning resulting in the guide break. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 7f sheath after a peripheral intervention. Reportedly, the patient was thrashing about during closure. The device was inserted and attempted to be pulled back; however, it would not pull back to vessel wall. More tension was applied. The device was seen to be broken, yet still intact with the actuator wire. The proglide became stuck in the anatomy. Sedation and pain medication was given. The device was surgically removed. Surgical suturing was used to achieve hemostasis. Hospitalization was prolonged. There was a reported clinically significant delay. No additional information was provided.